Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted:(B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. The indication for use was non-malignant pain, failed back surgery syndrome, intractable spasticity and cerebral palsy. The patient's history included a car accident in 2002 that "wiped out" three discs in his spine, he had six surgeries, and three levels of damage. He was able to quit pain pills totally once the pain pump was implanted. On (B)(6) 2015 it was reported that the patient had a hole in his flesh where the pump was put in and he was told that it was supposed to fill in. A month later, he went to the ER (emergency room) and laid on the table to have an x-ray or something. Liquid oozed out on the table, it was tested and there was staph. They also did a spinal tap and confirmed staph bacterial meningitis. In addition to the drainage, the patient had horrible vomiting and his "sinus was exploding". The symptoms seemed to come on pretty quick. When the vomiting started it was at the peak of everything being infected. The entire system was removed in (B)(6) 2007. The patient had a PICC (peripherally inserted central catheter) line. Per the patient, the pump was delivering vancomycin. The infection resolved. A new device system was implanted 8 months later.